Event description:
It was reported that it was not possible to input data into the programmer using the stylus. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the bezel assembly and stylus were replaced. (B)(4).